Event description:
It was reported to boston scientific corporation that a mantis clip device was used during an esophageal stent fixation procedure performed on (B)(6) 2023. During the procedure, the clip was used to secure an esophageal stent. The clip jammed in the sheath and would not release from the catheter. The procedure was completed with another mantis clip. Note: it was reported that the device was used to secure an esophageal stent. However, anchoring an esophageal stent is not one of the intended uses for hemostasis clips, as described in the instructions for use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the suspected device lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip would not release from catheter.